Manufacturer narrative:
Additional information was received. While hospitalized for pulmonary hypertension and chf due to tricuspid insufficiency stage iii approximately 1 year post implant of a 23mm sapien 3 valve in the aortic position, echo showed an aortic valve area of 1.26cm2. Additionally, it was noted that the valve was functioning well and the patient did not have signs of valve stenosis. As the valve stenosis was reported in error, the event is not MDR reportable. A corrected supplemental in being submitted.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the valve stenosis could not be determined with the available information. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
(B)(6). Approximately 1 year post implant of a 23mm sapien 3 valve in the aortic position, echo showed a valve area of 0.85 cm2 and doppler velocity index of 0.32. Approximately 2 years post implant, echo showed a mean gradient of 21mmhg. Approximately 4 years and 1 month post valve implant, the patient passed away in a nursing home. It was reported the patient had no will to live, refused food intake and was bed-ridden for a long time. Although the cause of death was unknown, there is no evidence that the death was cardiac related. There is no documentation or death report available.